Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp (healthcare provider) stopped the pump (using drop-down box) and the alarm was going; the pump had to be stopped as it was to be explanted. The pump was being explanted as it was not working for the patient. The pump was being used to deliver ¿various drugs.¿ subsequently, it was reported that the pump was still in use and would not be replaced. The pump was due to be explanted because the patient ¿has no effect¿ regardless of the drug used; there was no problem with the pump. Actions required as a result of the event included pump removal. There was no harm, injury, or death. The outcome was not reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.